Event description:
It was reported that when the meniscal suture was activated, both ts came out at the same time. There was a surgical delay greater than 30 minutes. A backup device was available to complete the procedure with no patient injuries.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the delivery needle is dramatically bent. No suture or ts remain on the delivery needle or were returned for examination. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the bent needle. Per the device under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.